Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080007 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080007 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with 2 flowflex plus covid 19 and flu a/b antigen test kits. The customer just purchased the test kits, so this is an out of box issue. When the customer performed both tests correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer could not send a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.